Event description:
It was reported that when patient is charging, patient feels right facial pulling, only when patient is charging. Caller reports patient is programmed with contacts 0/2 and the short is seen on contact 1/2, newly found short. Caller reports implantable neurostimulator (ins) implanted on right chest, moving patient's head both directions or applying pressures to the ins pocket site, did not reproduce the right facial pulling. No message is seen on the recharger when patient has the right facial pulling. Caller do not have another recharger to try. Manufacturer representative (rep) called back stating in addition to the facial pulling the patient had a metal taste in mouth while recharging. Rep reported that they didn't see any facial pulling while charging with the recharger in the office today. Rep indicated programming was changed and left at c+0-1- still reported metal taste while they were charging. Therapy has not been an issue. Symptoms started around 6 months ago after patient had a fall. Patient mentioned that x-ray had been taken within the last week but today and nothing remarkable was found. Rep indicated they tried different positions to test impedances and found that the short clears up when the patient's arms over their shoulders. Patient is planning to go home with these new settings. If no issues, then they will leave things as they are. If issue continues, then surgery will be discussed and planned. Rep indicated patient presented with anxiety about changing groups, changes to programming which was pervasive during the whole session today. Rep was unsure reason for visit today but changes made today showed good tremor control. Additional information was received from the rep that the short on the contacts 1 and 2 is approximately 6 months old per the patient¿s recount from a fall.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.